Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the right l5 trajectory was lateral to plan. All other screws were accurate to plan except for this one which was in the middle of the construct. The surgeon redirected the screw freehand. No patient harm was reported and surgery was delayed less than an hour.